Event description:
The customer reported that during a leg amputation, the instrument jaws could not be re-opened while applied to tissue. The tissue bundle was described as being large. The site contact was not able to provide add'l info regarding the incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.